Event description:
It was reported that the day of implant, the patient had phrenic nerve stimulation. The physician indicated that the stimulation was procedure related. The left ventricular (lv) lead was reprogrammed and remains in use. No patient compilations have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.